Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, withdrawal resistance occurred. The lesion being treated was located in the 100% stenosed distal right coronary artery (rca). The lesion was severely calcified and the vessel was severely tortuous. The physician advanced a 3.00mm balloon (unknown type) over the guidewire and predilated the lesion. Then the physician advanced a 2.5mm non-bsc drug eluting stent and deployed it at the distal side of the distal rca. Next, the physician advanced a 3.00x32mm taxus express2 drug eluting stent and deployed it at the proximal side of the distal rca at 12 atms. The physician post-dilated the taxus stent at 16 atms. Then, the physician attempted to withdraw the taxus stent delivery system, but felt a large amount of resistance. The physician post-dilated the stent again, and then attempted to withdraw the stent delivery system. A small amount of resistance was felt, but the system was completely withdrawn. However, it was noticed that the connection part of the hypotube and distal shaft was stretched. The patient status is listed as good.